Event description:
"Running into patient too quickly." Total infusion time was not provided. Contents of device is unk. Reporter confirms that no patient injury resulted and no medical intervention was required. A second incident occurred with the same patient. No patient injury was reported.